Event description:
It was reported that the patient presented for an implant procedure. After fixating the leadless pacemaker, high thresholds were noted. The physician attempted to re-position the device but had connection problems as the docking cap was too distant from the catheter's tethers. The device was released and then retrieved with a retrievable catheter. A transvenous pacemaker was implanted as a result. The patient condition was stable.